Manufacturer narrative:
The endo wrist one vessel sealer instrument was returned and evaluated. Failure analysis investigation found that the blade was dislodged and bent, indicating blade exposed error, generating a fault. Instrument blade was dislodged for garage, extended about 0.392. The blade cable was bent into the blade track causing the blade to stick out facing upwards. The conductor wire and other cables were not damaged. Failure analysis also found the blade had mechanical indentations along the edges, which may have caused incomplete cuts. Additionally, the instrument grip displayed deep scratches with material missing on one side of the grips. No other damage was found. Evidence not conclusive, the mechanical indentations on the blade may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, scratches on the grip found during failure analysis, if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci low anterior resection procedure, the endo wrist one vessel sealer instrument fault - reinserted and faulted again that was unrecoverable. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.